Manufacturer narrative:
The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 76-year-old female patient underwent implant placement on tooth number 9 on (B)(6) 2025. Per the report the implant failed to osseointegrate before the second stage surgery; patient reported symptoms of inflammation and infection on (B)(6) 2026 and the implant was removed on (B)(6) 2025. Per the report the patient did not experience any symptoms, permanent injury, or required additional procedures. The implant was not replaced. No fractured components or fit issues were reported. The patient's bone quality was reported as type ii with good oral hygiene. Event was reported to the dental office located in (B)(6).